Event description:
The customer reported that the unit failed to power up during the operational check.

Manufacturer narrative:
The customer reported that the unit failed to power up during the operational check. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.